Event description:
In 2006, the customer took insulin based on his adc device reading. He felt dizzy, was having slurred speech and started vomiting. The customer lost consciousness and was brought to the hospital. He does not know the hospital diagnosis and did not state the treatment he received while in the hospital.